Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during leadless ipg follow up check, device function appeared normal, but telemetry intervals between markers denoted inappropriate function and did not match up with ECG events. Initially suspected there was loss of sensing, despite a good r wave, based on seeing ms intervals that denoted that some intrinsic beats were undersensed. There was only one bar of telemetry at this point. Physician advised the leadless ipg to be re-programmed for consistent pacing, and even then the device was pacing as visible on surface ECG ,<(>,<)> but displayed intervals suggested that no sensing or pacing had taken place. When full telemetry was achieved, no such intervals occurred. The leadless ipg remains in use. Leadless ipg followed up, all checks normal, patient discharged form clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. If information is provided in the future, a supplemental report will be issued.